Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported hospitalization. Customer is in a coma due to insulin pump. Customer complained of stomach pain and not feeling well. The blood glucose reading at the time of the event was over 600 mg/dl and went up to 790 mg/dl. Customer was admitted into ICU. Customer is on a tracheotomy and ventilation. Caller stated that customer did not check his blood glucose all, he was relying on sensor glucose reading. Nothing further reported.